Event description:
Reportedly two pt's contracted urinary tract infections because the drainage bags did not drain properly. The pt's were treated with antibiotics. No further medical treatment was required.